Event description:
It was reported, following an MRI the device was observed to be in back up mode. It was noted the device was not properly programmed into MRI mode before the patient undergoing the MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.